Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported keypad inoperable, which was confirmed during evaluation as damaged on/off and setup buttons. This was identified during visual inspection and determined the front case required replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.